Event description:
The manufacturer received information alleging ventilator inoperative error codes were found on a bipap a40 device. The device was not in use on a patient at the time of the occurrence. The bipap a40 device was being evaluated at a third-party service center. During the evaluation it was noted that the error codes, central processing cannot communicate with the flow sensor using i2c bus (e-046) and cpu cannot communicate with the pressure sensor using spi bus (e-047), were found on the device's error log. The third-party service technician further evaluated and determined the printed circuit assembly (pca) board had caused the two system error codes to occur on the device. In conclusion, the device's pca board needs replaced to address the issue. The root cause is confirmed at this time. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.